Event description:
It was reported that the patient presented with infection. The cardiac resynchronization therapy defibrillator, right atrial lead, right ventricular lead and left ventricular lead were explanted without incident or adverse patient effects.

Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. Device was tested on the bench and no anomalies were found.